Manufacturer narrative:
(B)(4). The customer returned one vectorflow hemodialysis set (cs-15232-vfe) for analysis. No signs of use in the form of biological matter were noted. Visual analysis revealed that the green compression sleeve was torn and separated into two pieces on the threaded section of the hub connection assembly. No other defects or anomalies were observed on any other portion of the returned device. The returned device was functionally tested by attempting to attach the compression sleeve and cap onto the threaded hub connection assembly. After attaching and removing the cap, it was noted that the green compression sleeve tore once again. The device was then leak tested using a lab inventory syringe. No leaks were observed on any portion of the device. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit precautions the user, "ensure compression sleeve is securely positioned inside threaded compression cap. Avoid attempts to place compression sleeve onto hub connection assembly cannula and then apply threaded compression cap. Incomplete compression may occur causing catheter separation." The customer report of the green compression sleeve splitting was able to be confirmed through visual analysis of the customer returned sample. Visual analysis revealed that the green compression sleeve was torn and separated into two pieces on the threaded section of the hub connection assembly. No other defects or anomalies were observed on any other portion of the returned device. The tearing of the sleeve noted is consistent with misalignment of the compression sleeve within the compression fitting prior to twisting onto the connector assembly threads. Functional leak testing passed and no leaks were observed from any portion of the device. The IFU states "ensure compression sleeve is securely positioned inside threaded compression cap. Avoid attempts to place compression sleeve onto hub connection assembly cannula and then apply threaded compression cap. Incomplete compression may occur causing catheter separation". A device history record review was performed, and no relevant findings were identified. Based on the customer report and the returned sample, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "user complains that the green sealing ring slides over the thread when screwing and the sealing ring splits. This results in a leak at this screw connection." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00822 and 9680794-2025-00837.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "user complains that the green sealing ring slides over the thread when screwing and the sealing ring splits. This results in a leak at this screw connection." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: (B)(4).